Manufacturer narrative:
Patient date of birth and weight not supplied. The fse dispatched to the customer site did not identify any malfunction as having caused the generation of the erroneous results. Performance indicators for the system were acceptable before and after this event. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. All mdrs associated with this report are: 2122870-2016-00437, 2122870-2016-00438, 2122870-2016-00439, 2122870-2016-00440. Not returned to manufacturer.

Event description:
The customer reported that non-reproducible elevated troponin I (access accutni+3) results had been generated for multiple patients on the access2 section of the laboratory's dxc 600i integrated system (serial number (B)(4)). All samples were reanalyzed on the access2 section of the laboratory's alternate dxc 600i integrated system (serial number (B)(4)) and lower results within the assay's normal reference range were generated. The customer indicated that the results were released from the laboratory and that four patients were admitted to a hospital as a consequence. The customer reported that the primary samples were collected in lithium heparin tubes with gel separator which were centrifuged at 4500 rpm (rotations per minute) for 5 minutes at room temperature. System performance indicators (quality control, system check) for the system in question were acceptable prior to and after the event. A beckman coulter fse (field service engineer) was dispatched to the customer site to evaluate the system. This MDR (2122870-2016-00437) concerns patient 1, MDR 2122870-2016-00438 concerns patient 2, mdr2122870-2016-00439 concerns patient 3 and MDR 2122870-2016-00440 concerns patient 4.